Event description:
It was reported that the filter was unable to pull out and the filter moved after being deployed. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified internal carotid artery. A 190cm filterwire ez was selected for use. During the procedure, the filter part was deployed. A resistance was felt when the delivery sheath was tried to remove and it was unable to pull out. Subsequently, the filter moved even though it was being held after being deployed and during the outer sheath was being pulled out. The filter was pulled out as it is and was retrieved in the delivery sheath. The procedure was completed with a different device. No patient complications were reported.